Event description:
In 2007, a clinical incident involving an evac 70 xtra plasma wand was reported to arthrocare corporation. During a tonsillectomy and adenoidectomy procedure, the pt sustained a small first degree burn to the pt's upper lip. The burn was treated with vitamin e and ointment. The pt is reported to be healing well.

Manufacturer narrative:
The device has not been returned for investigation. A review of the lot history record for this device was performed. The device met all product specifications. No conclusion can be made.